Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that one of the occlude feet was broken. Functional testing including leak testing, clear passage testing, and clamp function testing were performed, and it was noted that there was free flow through the set while the twist clamp was in closed position as the occlude feet were broken. The cause of the broken occlude feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set leaked. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.